Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Customer declined further troubleshooting therefore no additional product or event information was available.